Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were acquired. There was no patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english. "There were two false positives in the c drawer. Subculture, no false results reported. Not even reported to the doctor. No patient has been treated incorrectly. In the first place, it was judged as a false positive in the laboratory, so no false report was made."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were acquired. There was no patient impact. The following information was provided by the initial reporter, translated from japanese to english. "There were two false positives in the c drawer subculture, no false results reported. Not even reported to the doctor. No patient has been treated incorrectly. In the first place, it was judged as a false positive in the laboratory, so no false report was made."

Manufacturer narrative:
H6: investigation summary: a complaint of "two false positives in the c drawer" was received against instrument top bactec fx, material no: 441385, serial no: (B)(6). Logs, databases, plots were reviewed and it was identified that room temperature is normal. The complaint is not confirmed because instrument is working within bd specifications. The root cause is "unknown". Review of device history record for instrument serial number, ft9487 is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on (B)(6) 2020. Samples were not received by quality for investigation and thus, returned material investigation could not occur. Service history review revealed no previous complaints for this issue. No new risks, trends, or hazards were identified. Bd will continue to closely monitor for trends.